Event description:
Patient (pt) had trach change earlier with brand new trach. This evening pt noted to be agitated and was noted to have leak around trach. Site assessed and assessed water in cuff. More water added to cuff and pt continued with leak. Trach changed and it was noted on removed trach that balloon did not inflate. Trach equipment kept to be returned.